Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation. During testing the on/off button did not operate. Further investigation found the shaver has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this device for failures.

Event description:
The customer returned this shaver handpiece with a request for repair as the device would not function. There was no report of injury or surgical delay with this event.